Event description:
It was reported that repeated beeping tones were heard from this cardiac resynchronization therapy defibrillator (crt-d) and boston scientific technical services was contacted for discussion. Upon review, it was determined that there were two instances of elevated, out-of-range pacing impedance measurements (>3000 ohms) from the right ventricular (rv) lead. The field representative will provide the information to the physician to discuss potential resolution options. At this time, the crt-d remains implanted and in-service. No adverse patient effects were reported. The rv lead is not a boston scientific product.

Event description:
It was reported that repeated beeping tones were heard from this cardiac resynchronization therapy defibrillator (crt-d) and boston scientific technical services was contacted for discussion. Upon review, it was determined that there were two instances of elevated, out-of-range pacing impedance measurements (>3000 ohms) from the right ventricular (rv) lead. The field representative will provide the information to the physician to discuss potential resolution options. At this time, the crt-d remains implanted and in-service. No adverse patient effects were reported. The rv lead is not a boston scientific product.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to b5 for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.